Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient underwent flexible ureteroscopy on the right side, and an indwelled stent was needed after the operation. Stated that one of the ureteral stents was disassembled and found broken.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The ureteral stent was returned with the original packaging. No manufacturing issues or non-conformances were noted that could have caused or contributed to the reported event. No additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged. Indwelling period." "Exercise care. Tearing of the stent can be caused by sharp instruments." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that one of the ureteral stents was disassembled and found to be broken.